Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's caregiver reported about the customer who received a "replace sensor" message after 4 days of wearing the adc freestyle libre sensor. Customer experienced unspecified symptoms of hyperglycemia and was treated with unspecified units of insulin injection by the non hcp. No further treatment was reported. Based on the information given, there was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was returned and fully seated. Removed the sensor plug and inspected the plug assembly, no issues were observed. Sensor was reprogrammed, and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
Customer's caregiver reported about the customer who received a "replace sensor" message after 4 days of wearing the adc freestyle libre sensor. Customer experienced unspecified symptoms of hyperglycemia and was treated with unspecified units of insulin injection by the non hcp. No further treatment was reported. Based on the information given, there was no report of death or permanent impairment associated with this event.